Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 08-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door two failed to open. A technical support specialist connected to station and verified the configuration. The specialist instructed the customer to log in to the station and confirmed that the formulary item was missing from the patient profile. The specialist contacted the main pharmacy and coordinated with a pharmacy technician to assign and load the patient-specific medication identification in tower door 2 pocket 1. After updating the configuration and running the device inventory report, the specialist confirmed that the door opened successfully and the medication was accessible. The customer verified functionality and agreed to set the case to complete status. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower had door failure, unable to open. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.